Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During routine follow up on a peritoneal dialysis patient¿s customer experience, the peritoneal dialysis registered nurse (pdrn) stated the patient experienced fluid overload characterized by dyspnea, feeling full, and weight gain. The patient was hospitalized for the aforementioned events from (B)(6) 2018. The patient was advised to dialyze more as the urine output was very low. Treatment rendered was modified prescription (increase in volume drained) and a new software for the cycler. The patient's symptoms started to resolve thereafter and he continued peritoneal dialysis (pd) treatment with no issues. The pdrn also stated that the patient might transition to hemodialysis indefinitely in the near future. Additional information was solicited.

Manufacturer narrative:
Clinical investigation: based on the available information, it is not possible to determine the cause of the patient¿s fluid overload. New cycler software was ordered, and there was a change in the patient¿s dialysis regimen. The patient¿s condition improved with a change in dialysis regimen and continues with peritoneal dialysis therapy

Event description:
During routine follow up on a peritoneal dialysis patient¿s customer experience, the peritoneal dialysis registered nurse (pdrn) stated the patient experienced fluid overload characterized by dyspnea, feeling full, and weight gain. The patient was hospitalized for the aforementioned events from (B)(6) 2018. The patient was advised to dialyze more as the urine output was very low. Treatment rendered was modified prescription (increase in volume drained) and a new software for the cycler. The patient's symptoms started to resolve thereafter and he continued peritoneal dialysis (pd) treatment with no issues. The pdrn also stated that the patient might transition to hemodialysis indefinitely in the near future. Additional information was solicited.